Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl. Manual insulin injections were administered to address elevated bg level.